Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report her meter is giving her inaccurate readings. Analysis run on clark error grid using mean average readings (261) vs. Bd readings of (347, 175) yielded data points in the d zone of the grid, outside of acceptable limits.